Event description:
It was reported that a remote monitoring transmission showed an alert for high voltage lead impedance that was low out of range. The right ventricular (rv) lead will be monitored. There were no adverse health consequences to the patient.